Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing insulin coming out from the tubing . Customers blood glucose levels were not affected. The customer denied troubleshooting and was to revert to manual injection until replacement arrives.